Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the problem communicating to the servers. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a15 (android 14) with mmt-1886 780g pump (software version 6.7w > 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Based on the analytic logs, the error appears to be originating from the server side. These issues are typically temporary and should resolve after some time. They are likely caused by network problems or insufficient permissions. There are no issues from the app side; the problem might be related to teneo or the pump. Issue is unknown. The dev team recommendations: please ask the customer to go through the steps slowly and follow all instructions, note that a few times the customer will need to perform actions on the pump. Perform this steps on the phone to make sure the network settings and bluetooth settings are reset. Advanced steps: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app clear data, reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. The customer should perform next steps: 1. Remove the battery from the pump. 2. Reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds). 3. Turn the pump back on. 4. Restart the fota update process from step 1. 5. During the new fota update process, the customer should wait on the ""follow instructions on pump"" screen on the app and switch to the pump to proceed with the installation (the ""pump update successful"" pump screen which the customer can see on the app it's just for reference - it's not an actual pump screen). Please make sure that the customer follows every step and doesn't rush. Once the software has been downloaded, the customer will be required to perform several actions on the pump. So please be careful and follow the instructions on the screen. Helpline has confirmed that pump has been replaced for the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.